Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the main investigation for this part is documented in the (B)(4). We have forwarded the received part to the responsible sustaining center for evaluation with the following results: the returned parts are functioning normally. It appears with thread damages in plate, arscrew and locking screw. Below image is the fully assembled condition of returned part. X-rays on (B)(6) 2019 and (B)(6) 2019 shows the bolt and arscrew at the top position and bottom position respectively. The dynamic design of the bolt allows it to slide along with arscrew over a distance of 20mm, which has been mentioned in the surgical technique dsem/trm/0614/0098(3) and returned device is functioning properly. Thus, fns has no problem as mentioned in (B)(4) as ¿blade backed out¿. According to the x-ray on (B)(6) 2019, the fns implant is in the correct position. However, the x-ray on (B)(6) 2019 shows that there is a still malunion. Most probably the malunion leaded to an insufficient bone purchase of the fns implant which led to the back out of the fns implant. Visual inspection showed no design or functional related issue; therefore, the complaint cannot be confirmed. The product investigation shows that no escalation is needed. No design defect or deficiency detected, therefore the dcrm review and occurrence rate calculation is not required per w-m-s080 and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device history lot: sold part: part number: 04.168.285s, lot number: 1l57469, manufacturing site: grenchen, release to warehouse date: 26. Sep. 2018, expiry date: 01. Sep. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Semi-finished part: part number: 60123907, lot number: 1l02433, manufacturing site: grenchen, release to warehouse date: 01.sep.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 2 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year reported as 2019, exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) surgery for femoral neck fracture with the femoral neck system (fns). On (B)(6)2019, the patient reported pain, and the hospital confirmed by x-rays that the cut-out occurred. On (B)(6) 2019, the patient underwent the removal surgery of the fns and bha surgery. There was no surgical delay. The surgeon commented that the fns might have some problem, because he found no problem by the x-rays just after the first surgery. No further information is available. This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 4 for complaint (B)(4).